Event description:
It was reported that patient underwent a dental procedure on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to total resorption after wound dehiscence. During the procedure, the bone graft material was removed. It was further reported that another revision procedure was performed on (B)(6) 2015 due to an unknown reason.

Manufacturer narrative:
User facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.